Manufacturer narrative:
(B)(4).

Event description:
It was reported that after catheter implantation, the device was started for about 3 minutes, and a helium leak alarm occurred. As a result, the catheter was replaced, and the device operated normally. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after catheter implantation, the device was started for about 3 minutes, and a helium leak alarm occurred. As a result, the catheter was replaced, and the device operated normally. There was no report of patient complication, serious injury, or death.